Event description:
Note: 2 of 2 related events. Reported the pt appeared to react to the dialyzer within 2 minutes of the treatment initiation; c/o sob and back pain. A similar event was reported for 4/28/97, for the same pt, diferent model of terumo dialyzer.